Event description:
It was reported via repair work order that the the lap belt on the cot was missing, which would prevent the use (inoperable) of the restraints. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.